Manufacturer narrative:
Siemens filed the initial MDR 9610806-2025-00055 on 18-dec-2025. Additional information received 15-jan-2026: the complaint was investigated by siemens with the following outcome: based on the review of information provided by the customer, including saved data file analysis, the probable cause of the discordant flc kappa results using n latex flc kappa lot: 473199 on the atellica neph 630 could not be determined. The quality control performance was valid on the date of occurrence. Calibration data was not available and could not be assessed. Based on the available data, the most likely explanation for the discordant results is related to sample integrity, which cannot be conclusively confirmed due to insufficient clinical background information. Based on the analysis performed, no product-related concern was identified. The customer remains operational. The instrument is performing according to specifications. No further evaluation of this device is required. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens regional support center to report the observation of a falsely elevated flc kappa (flc_k) result obtained on one patient sample on a atellica neph 630 instrument. Siemens is investigating the issue. Note: the n latex flc kappa reagent is marketed in the united states under siemens material number 10873629. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of falsely elevated n latex flc kappa serum results obtained on one patient sample measured with n latex flc kappa lot 473199 on the atellica neph 630 system due to multiple dilutions. No results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.